Event description:
It was reported that, the surgeon removed the tfn-advanced proximal femoral nailing system (tfna) and convert it to hemiarthroplasty cemented depuy. Regarding a tfna that cutting out part was tfn-advanced short nails and the lag screw that came out was 80 mm. The picture is not clear of a fenestrated. Concomitant device reported: unk - nail head elem: tfna lag screw (part# unknown; lot# unknown; quantity: unknown) tfn-advanced short nails (part# 04.037.042s; lot# 258p399; quantity: unknown) this report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.